Manufacturer narrative:
(B)(4). During evaluation, the device was working as intended. As a result, the cause of the reported issue cannot be determined. A device history review was performed with no exceptions observed during manufacturing of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice (hc) device had an issue with incorrect solution measurement. There was no patient injury or adverse event associated with this report. Additional information is not available.

Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection of the device found no issues. The reported condition could not be confirmed in the event history log. Should additional relevant information become available, a supplemental report will be submitted.